Event description:
It was reported that the user traveled without a backup continuous glucose monitor (cgm) sensor, could not obtain a replacement during the short trip (exact blood glucose value was not provided), and temporarily transitioned to multiple daily injections and fingerstick blood glucose checks until returning home, after which a new g6 sensor was applied and paired successfully. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm-based therapy without further assistance. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device malfunction and normal function upon sensor replacement and pairing. It was concluded, based on previously established findings for similar reports, that the cause was use of the device without the necessary cgm sensor due to user circumstances.

Manufacturer narrative:
Initial